Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during sexual intercourse') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient experienced dyspareunia (seriousness criterion intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression"), tinnitus ("tinnitus"), musculoskeletal pain ("recurrent joint and muscle pain"), urinary tract infection ("urinary tract infection "), fungal infection ("mycosis"), memory impairment ("memory problems") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy with essure removal and hysterectomy and endometriosis removal on the left ovary). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia, endometriosis, adenomyosis, fatigue, depression, tinnitus, musculoskeletal pain, urinary tract infection, fungal infection, weight increased, memory impairment and disturbance in attention outcome was unknown. The reporter considered adenomyosis, depression, disturbance in attention, dyspareunia, endometriosis, fatigue, fungal infection, memory impairment, musculoskeletal pain, tinnitus, urinary tract infection and weight increased to be related to essure. The reporter commented: this device was implanted too thoughtlessly and we feel ignored by the medical profession while we are 200,000 women who have been implanted and too few who have been explanted. Too few women are aware that they are wearing a device that is poisoning them. There is no communication on this subject and the doctors do not want to hear about it, but we, we are suffering diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-nov-2021. The most recent information was received on 09-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during sexual intercourse') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, the patient experienced dyspareunia (seriousness criterion intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), depression ("depression"), tinnitus ("tinnitus"), musculoskeletal pain ("recurrent joint and muscle pain"), urinary tract infection ("urinary tract infection"), fungal infection ("mycosis"), memory impairment ("memory problems") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy with essure removal and hysterectomy and endometriosis removal on the left ovary). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia, endometriosis, adenomyosis, fatigue, depression, tinnitus, musculoskeletal pain, urinary tract infection, fungal infection, weight increased, memory impairment and disturbance in attention outcome was unknown. The reporter considered adenomyosis, depression, disturbance in attention, dyspareunia, endometriosis, fatigue, fungal infection, memory impairment, musculoskeletal pain, tinnitus, urinary tract infection and weight increased to be related to essure. The reporter commented: this device was implanted too thoughtlessly and we feel ignored by the medical profession while we are 200,000 women who have been implanted and too few who have been explanted. Too few women are aware that they are wearing a device that is poisoning them. There is no communication on this subject and the doctors do not want to hear about it, but we, we are suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.